Event description:
A 200 micron laser fiber was connected to the olympus soltive laser unit, as surgeon was about to begin, a small fire ignited. The ignition area was on the plastic piece that holds the laser fiber and connects to the laser unit.